Manufacturer narrative:
A ge service rep performed an on site investigation. The isd board was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It is reported that the system would not power up (no boot). There is no report of death or serious injury associated with the event.